Event description:
Baxter reported an incident where a pump displayed a rate of 999ml/hr during pt infusion. "At 7am the pt was given 5%g/w 500ml aminophylline at a rate of 20.8 ml/hr". At 9am, the nurse checked the pump and reportedly the pump was fine. The infusion rate was 20.8ml/hr, as intended. At 4pm, the pump was reported to be fine with the same rate of 20.8ml/hr. At 4.15pm, an "air alarm" occurred and the infusion rate was found to be at 999ml/hr. Reportedly the pt was hospitalized, however, it is unclear whether or not the hospitalization had to be prolonged as a result of the event. Though requested, no additional info was provided regarding pt's diagnosis, status and medical history, amount of overinfusion, pt injury, medical intervention, and set up and programming of the infusion device.